Event description:
The customer had issues completing tube filling. During troubleshooting, the customer noticed the tubing was not properly connected to the luer lock. Upon tightening the connection, drops of insulin were seen. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.